Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Check syringe plunger sensor test was found in the event history log. Check syringe plunger sensor test error was found at power up and failed syringe plunger sensor test. The root cause of the reported issue was found to be incorrect assembly on the right timing plate by manufacturing. Pump will be converted into a loaner.

Event description:
It was reported that an out of box failure - check syringe plunger sensor alarm occurred. No patient injury was reported.